Event description:
The complainant alleged that the medics were responding to a call for a 61 year old male pt in cardiac arrest. The local police dept first arrived upon the scene and found the pt supine on the floor in an unconscious and not breathing condition. The police began CPR on the pt. When the medics arrived on the scene they began to monitor the pt's heart rate, but when they first turned on the device, there was no pt ECG rhythm displayed on the device screen, only the alpha/numerics were displayed. Approximately 20 seconds later the device suddenly displayed the pt's ECG rhythm. The monitor indicated "no shock advised" and CPR was continued on the pt. Medication, including epinephrine and atropine was administered to the pt, but they were unable to regain a pt pulse and the pt presented an asystole heart rhythm. Additional atropine and epinephrine were administered to the pt. The pt then presented a ventricular fibrillation heart rhythm. CPR was then halted, and the medics administered one shock to the pt at 200 joules. The medics then resumed CPR, but the pt then presented an asystole heart rhythm. With additional CPR and medication administered, the pt then presented a ventricular fibrillation rhythm, and the medics then shocked the pt at 300 joules. The pt continued to present a ventricular rhythm, but there was still no pulse. Again, CPR was resumed. The pt was then removed from the second floor of the home and moved to the ambulance, where they began to transport him to the hosp. Additional epinephrine was administered by IV and the pt was shocked at 360 joules. The pt then presented an asystole heart rhythm, and atropine was administered. The medics then attempted to pace the pt at 100ma without successful pt heart rate capture. The pt was in a ventricular fibrillation heart rhythm. The medics attempted to charge the device to 360 joules, but they heard a loud "pop" and observed a flash from the device. Then the device completely shut down. "Within 60-120 seconds" the medics were able to obtain another model 1600 defibrillator and administered a forth shock at 360 joules, but the pt's rhythm then went to an asystole rhythm. The pt was then given sodium bicarbonate and was shocked at 360 joules and his heart rate went from ventricular fibrillation to asystole. Again, epinephrine was administered to the pt by IV. The medics had then completed the pt's tranpsort to the hosp. The pt subsequently expired, but the complainant indicated that the medics "had another zoll 1600 available within 60 to 120 seconds" of the malfunction to treat the pt when the malfunction occurred.